Event description:
User reported an unrecognizable pump error that caused them to replace the pump during a case with patient involvement. There was no harm to the patient; however, this type of event is considered reportable per spectrum medical's criteria.

Manufacturer narrative:
Investigation identified debris and evidence of fluid ingress inside the cover and around the body of the pump. The device was determined to have been damaged by environmental contaminants.